Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that one device was returned with no visual non-conformance and with no cartridge present. The device was tested for functionality with a test cartridge and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as the cartridge was placed on the device without any difficulties and did not fall out. It should be noted that all instruments are inspected 100% for staple presence by a visual system prior to the placement of the stapler retainer. In addition, at finished goods the instruments are visually inspected based on a sample. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, the device fired an incomplete staple line. There was no patient consequence.